Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. There were stent struts that were bent back distally. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified mid left circumflex (lcx) artery and mid right coronary artery (rca). After a guide catheter and a non-bsc guide wire crossed the lesion, dilatation was performed with a 2.5x15mm non-bsc balloon. The customer attempted to deliver a 3.5x28mm promus premier stent delivery system (sds) but it failed to cross the. After dilatation was performed with 2.5x15mm balloon catheter, the physician attempted to re-deliver the 3.5x28mm sds. The stent failed to cross the lesion. The guide catheter was exchanged and they re-deliver the 3.5x28mm sds however it failed to cross again. The 3.5x28mm promus premier stent was removed from the patient and noted that the proximal side of the stent strut was found to be damaged. The procedure was completed with a 3.5x26mm non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified mid left circumflex (lcx) artery and mid right coronary artery (rca). After a guide catheter and a non-bsc guide wire crossed the lesion, dilatation was performed with a 2.5x15mm non-bsc balloon. The customer attempted to deliver a 3.5x28mm promus premier stent delivery system (sds) but it failed to cross the. After dilatation was performed with 2.5x15mm balloon catheter, the physician attempted to re-deliver the 3.5x28mm sds. The stent failed to cross the lesion. The guide catheter was exchanged and they re-deliver the 3.5x28mm sds however it failed to cross again. The 3.5x28mm promus premier stent was removed from the patient and noted that the proximal side of the stent strut was found to be damaged. The procedure was completed with a 3.5x26mm non-bsc stent. No patient complications were reported and the patient's status was stable.